Event description:
It was reported that ongoing cartridge alarms occurred during the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer would revert to an alternate method of insulin therapy and will contact their hcp to obtain an additional backup method of insulin therapy if needed.